Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed and noted that the tubing was separated from the male luer. Visual inspection also noted a lack of solvent used at this junction. Dimensional test was performed with no issues noted. The reported condition was verified. The cause was determined to be related to the machine used during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clear link solution set disconnected and leaked saline solution onto the patient. It was reported that this occurred while the pump was not in use and the male luer "popped off" the tubing. The infusion was stopped and the tubing was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.